Event description:
It was reported that during the surgery, after device was fired, noted the cut line was ok, but noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #unk. Additional information: this is an analysis of four photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a blue reload appears to be fully fired. The second photo shows a blue reload partially fired. The third photo shows a jaw of a device and a blue reload loaded appears to be fully fired with some staples properly formed stuck on the anvil. The fourth photo shows a blue reload with a malformed staple stuck on the pockets. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.